Manufacturer narrative:
Section a2, a4, and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as laser system is not an implantable device. Section d6b: if explanted, give date: not applicable, as laser system is not an implantable device section h3: our clinical application specialist (cas) was onsite during the procedure. Physician performed well at the catalys and has no complaints about the system. She used all liquid optics interface loi-12 on all cases and does not plan to use the larger loi. All capsulotomies were complete. Cas coached patient positioning, docking, overlay customization, incision suppression, and calculator use. Physician was using both the arcuate and toric mark calculators. She tried quadrants with softening and sextants with softening and decided to stay with quadrants with softening for now. Physician is limiting the fragmentation to the size of the capsulotomy for better red reflex. She also tried reversing joystick direction but decided to switch back to normal. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported a successful catalys treatment. Physician noted a posterior capsular tear during the later part of the cataract removal. Physician said the cause is unknown. She performed an anterior vitrectomy and successfully implanted the intraocular lens (iol). No patient harm or further mitigation needed. No further information provided.